Event description:
Reporter stated that in two incidents, IV was noted to have holes in it. In these reports, saline solution was being primed when leakage occurred. There is no report of pt or staff injury.